Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/24/2020. Additional information: d10. A manufacturing record evaluation was performed for the finished device lc6677 batch number, and no non-conformances were identified. Additional h3 investigation summary of photo: upon visual inspection of the picture, a detached needle could be observed. However, no conclusion could be reach on how this happen or the breakage needle issue as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. H3 investigation summary reported in follow-up 01: it was received for analysis an empty opened foil and a paper lid of product code w9381, lot lc6677. As the needle was not returned for evaluation, we are unable to investigate further to the issue of ¿that during an unknown animal procedure, as the needle was passed the doctor noted a tiny fragment of metal in my wound which on closer examination appears to be a tiny curved needle about 6mm long". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage needle. It was received for analysis an empty opened foil and a paper lid of product code w9381, lot lc6677. As the needle was not returned for evaluation, we are unable to investigate further to the issue of ¿that during an unknown animal procedure, as the needle was passed the doctor noted a tiny fragment of metal in my wound which on closer examination appears to be a tiny curved needle about 6mm long". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lc6677 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. As the needle was passed the doctor noted a tiny fragment of metal in wound which on closer examination appears to be a tiny curved needle about 6mm long. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.